Event description:
On 07/dec/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on (B)(6) 2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on 09/dec/2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in h10. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The initial draining slowly messages the patient was receiving could be the result of peritonitis and not a cycler issue as stated by the pdrn. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to discuss the patient¿s draining slowly messages. The patient had reported the issue to technical support. The patient was seen in the clinic on (B)(6) 2022 for the draining slowly issue and was found to have cloudy effluent. The patient was prescribed antibiotics. The patient has the pd catheter checked twice a month. The patient had not completed a full treatment in a week. Additional information was obtained through follow-up with the pdrn by technical support on (B)(6) 2022. The pdrn stated that the draining slowly might not be a device issue. The pdrn confirmed the patient was being treated for peritonitis. The pdrn stated this could be the reason for the patient¿s drain issues.